Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was received at zoll medical corporation with the multifunction cable (mfc) used during the event. Zoll evaluated the device with the returned mfc, and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the reported malfunction. Review of the device activity logs did not find evidence to support the reported event. Analysis of reports of this type has not identified an increase in trend.